Event description:
It was reported that the bed lift was not functioning properly. No adverse consequences were reported.

Manufacturer narrative:
Bolt screws. Bolt screws allegedly backed out inhibiting the head end lift from lowering.